Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. No other devices were involved in this event. There was no delay in the procedure. The intended procedure was completed with a different device. No other devices were replaced to complete the procedure. The power button did not come in contact with any hard or sharp objects and the unit was not dropped. The power button did not have any physical damage to it.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the unit was delivered to the customer on march 22, 2013. The legal manufacturer reported that the inferred cause is described below. The root cause was not identified. It is assumed the following causes from the investigation results. Based on the additional information, it is assumed as the following. From the date of manufacture (feb. 4, 2013), it is assumed that the power supply switch was damaged because the operation force and the number of times of application of the power supply switch exceeded the assumption because the product was a product before measures were taken due to the design change of the power supply switch. It is assumed that the device has passed more than 7 years since the delivery, and that the locking part was loosened due to the wear caused by repeated use. It is assumed that there was no opportunity to update the software because there was no problem with the previous version of the software.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of "power button is stuck" was confirmed. The power button was an older style and will no longer spring back or latch when recessed to keep unit on (must hold down button to power on and stay on). Also, determined that the locking lever on the receptacle board is loose and will not properly retain scope connector cable. The unit was noted have old software. Minor cosmetic wear and discoloration on front panel, which does not affect the function. The unit was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, the power switch button of the device was noted to be stuck. There was no patient involvement reported.